Manufacturer narrative:
A united states (us) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding an erroneously elevated carbon dioxide, concentrated (co2_c) result on a patient sample obtained on an atellica ch (B)(6) analyzer. Siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc reviewed the information provided by the customer and the instrument data files. Hsc observed that the calibration had atypical signal (milli-absorbance units) values, which produced a skewed calibration curve at the time of the event. A new calibration was performed after an erroneously elevated co2_c result was obtained, which produced typical signal values. The reprocessed result obtained on the original analyzer using the new calibration was considered correct. Hsc concluded the cause of the event is consistent with an atypical calibration, which produced a skewed calibration curve. But the cause of the atypical signal values on that calibration is unknown. The analyzer is fully operational. The device is performing within specifications. No further evaluation is required.

Event description:
The customer reported to siemens that they obtained an erroneously elevated carbon dioxide, concentrated (co2_c) result on a patient sample on an atellica ch (B)(6) analyzer. The erroneously elevated result was reported to the physician(s), and the result was not questioned. The same sample was reprocessed on an alternate atellica ch (B)(6) analyzer and on the original atellica ch (B)(6) analyzer. Lower results were obtained and considered correct. A corrected report was issued. There are no known reports of patient intervention or adverse health consequences due to the erroneously elevated carbon dioxide, concentrated (co2_c) result.